Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and delivered too large of a bolus resulting in low blood glucose (bg) level of 44mg/dl. The customer consumed carbohydrates, glucose tablets and administered glucagon to address bg level. Additionally, the pump battery was depleting quickly. Reportedly, the customer continued using the pump for insulin therapy.